Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h2 - h6. Correction: b4 - d10 - g4 - g7 - h10. Trend analysis: no trend has been identified. Event description: during a revision surgery while trial stem extraction the locking screw fractured and led to the disassociation of the proximal trial component from the distal trial component. This resulted in an extensive trochanteric osteotomy of the femur in order to retrieve the distal trial component. It is unknown whether all broken pieces could be removed from patient. Review of received data: no medical data such as surgical notes or any other case-relevant documents received due to patient privacy policy. Device analysis: visual examination: the proximal trial stem component with half of the broken screw and the distal trial stem component with the other half of the broken screw have been returned for evaluation. For evaluation, the screw was disassembled from the proximal trial stem component. The proximal trial stem component shows extensive signs of usage consisting of scratches, indentations, discoloration and a faded laser labeling, pointing to wear and tear from repeated usage. The distal trial stem component has highly deformed flanks and surface structures as well as a bore hole from the performed osteotomy, which was necessary in order to retrieve the stuck distal component from the patient's femur. On the deformed surfaces also corrosion can be found, which most likely developed after the event due to the surface damage. One half of the trial screw is stuck inside the distal trial component and cannot be retrieved. The other half of the screw could be retrieved from the proximal trial component. The retrieved screw is labeled with 225. Based on this visual examination the reported event can be confirmed. Review of product documentation: all involved devices are intended for treatment. The product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion: during a revision surgery while trial stem extraction the locking screw fractured and led to the disassociation of the proximal trial component from the distal trial component. This resulted in an extensive trochanteric osteotomy of the femur in order to retrieve the distal trial component. It is unknown whether all broken pieces could be removed from patient. The proximal trial stem component with half of the broken screw and the distal trial stem component with the other half of the broken screw have been returned for evaluation. The disassembly of the fractured screw from the proximal trial component showed that the correct screw size has been used during assembly. The distal trial component shows extensive damages and deformations, which can be attributed to the required osteotomy in order to retrieve the stuck distal component from the patient's femur. Based on the visual examination the reported event can be confirmed. The complained components are compatible. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation results did not identify a non-conformance or a complaint out of box (coob). The complained parts were manufactured in 2011. Further, the visual examination showed that the parts have signs of wear and tear. Especially the screw head is worn, which points to an overtightening of the screw. In conclusion, it is possible that the distal screw thread got jammed and in combination with the overtorque led to the fracture of the screw. Nevertheless, an exact root cause could not be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00724.

Manufacturer narrative:
Medical product: wagner sl revision, screw for trial stem, l 225; item#01.00109.805; lot#unknown, wagner sl revision, trial stem, distal, 16; item#01.00109.116; lot#10.552992. The manufacturer did not receive x-rays for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Event happened during the surgery when the proximal body trial fractured from the distal body trial. It is unknown whether all the broken pieces were removed from patient.